Event description:
It was reported the ac power module was generating heat. No patient involvement reported at this time.

Manufacturer narrative:
The fse evaluated the device on site and noted that the ac power module was part of a population subject to a field action. No failure was confirmed and the fse was not able to reproduce the reported problem. It was determined that the issue was likely caused by a malfunction of the ac power module, which was replaced. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem is believed to have been a malfunction of the ac power module. The reported problem was not confirmed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the ac power module to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.